Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5320287, medical device lot #: 5320288. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a 27g x 1/2 in. Bd hypoint¿ hypodermic needle detached from the hub and stayed on the skin. There was no report of injury or medical intervention.

Manufacturer narrative:
1 pc of hypoint needle hub and cannula with uneven epoxy was received. The returned sample were observed .uneven epoxy was observed from the cannula investigation was performed at h1000 needle assembly process where the epoxy curing process happened. The rack that holds the hypoint needle was found to have missing rack pin. This non-conformance was not rejected due to wrong count by the vision inspection system. Corrective actions implemented the broken rack has been replaced with a new rack. A sensor was installed to detect the missing rack pin. The above corrective actions has been implemented after the batch produced date (B)(6) 2017). CAPA is not required as the corrective actions has been implemented. No similiar defect was found in -process, and out going inspection. No notification was raised for this defect.